Event description:
It was reported that during set up for a procedure, the cast cutter was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
During the inspection, the service technician found that there was no oil on the oil distributor, which caused the top bearing to break apart. The device was repaired and returned to the user facility.

Event description:
It was reported that during set up for a procedure the cast cutter was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.